Manufacturer narrative:
Medical device: patient provided the serial numbers as (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation reported as deflation.

Event description:
Patient reported right side deflation. Device remains implanted.